Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient does not have the system memory reset and was advised to close all applications running in the background which will help resolve the issue. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 05/10/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.